Manufacturer narrative:
The reported event was confirmed. Visual inspection noted 10 unopened magic 3 go female catheters were received. Visual evaluation noted no obvious defects. Samples were tested according to ansi/asq z1.4-2003 (r2013), aql- 1.0, general inspection level ii the catheters were flushed with a methylene blue and water solution and all drained properly. Further testing required. The outer diameters of the catheters measured to be 0.1405", 0.1465", and 0.1480" which were found to be out of specification (0.157" +/- 0.013") per dwg241704 rev 5. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator error. The product was not used for diagnosis or treatment. The product was influenced by the reported failure. The product did not meet specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. A labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that per evaluation of the samples received, the diameter of one catheter was too small.